Event description:
It was reported during insertion, the intra-aortic balloon (iab) would not pass through the sheath after advancing about one inch. It was noted that the sheath inside the kit was used to gain access and the iab was prepped appropriately with the blue t-handle left in place until the iab loaded on to the guidewire. The customer tried attaching the one-way valve and pulling negative on the iab to make sure it was tightly crimped but this did not help. Another iab was pulled and prepped, however, the exact same issue occurred. The customer ended up pulling a sensation 40cc iab and provided therapy with that. The scrub tech performed testing on the back table and could not get the iab to pass through the sheath. There was no patient harm or adverse event reported. This report is for the 2nd iab used in this event. A separate report has been submitted for the 1st iab under mfg report number (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The one-way valve was returned attached to the iab. The sheath was covering half of the membrane. A kink was observed on the inner lumen within the membrane approximately 20.6cm from iab tip. The one-way valve was vacuum tested and it held vacuum. The sheath was measured and found dimensionally within specification. A laboratory insertion test was unable to be performed due to the membrane being unfurled and inner lumen kinked. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. The condition of the iab as received indicated a kink on the inner lumen. A kink in the inner lumen can cause difficulty during insertion. We are unable to determine when the kink may have occurred. The evaluation confirmed the reported difficulty to insert the iab through sheath. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. Complaint record ID (B)(4).

Event description:
N/a